Manufacturer narrative:
A retrograde conduction test was performed and the post ventricular atrial refractory period (pvarp) was reprogrammed. The device remains in service.

Event description:
Boston scientific crm received information that the patient implanted with this device had a syncopal episode. A review of the therapy history noted a pacemaker mediated tachycardia (pmt) episode around the same time. It is unknown if the pmt caused or contributed to the patient's symptoms.